Manufacturer narrative:
(B)(4).

Event description:
It was reported this lead was capped back in 2007 due to noise. The lead was replaced by laser extraction due to lead fracture. The patient condition is good.